Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Implant and explant date were not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was urinary incontinence. The procedure performed was a suburethral intravaginal sling and cystoscopy. The patient returned for a visit for urinary problems on (B)(6) 2008. The patient returned for an office visit on (B)(6) 2009 for incontinence of urine. The patient returned for an office visit on (B)(6) 2010 for difficulties with deep dyspareunia. The patient returned for an office visit on (B)(6) 2011 for depression and incontinence of urine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was urinary incontinence. The procedure performed was a suburethral intravaginal sling and cystoscopy. The patient returned for a visit for urinary problems on (B)(6) 2008. The patient returned for an office visit on (B)(6) 2009 for incontinence of urine. The patient returned for an office visit on (B)(6) 2010 for difficulties with deep dyspareunia. The patient returned for an office visit on (B)(6) 2011 for depression and incontinence of urine. History: allergies: tetracycline, desyrel, mould fibromyalgia, bipolar disorder reason for mesh implantation: urinary incontinence procedure (s) performed: suburethral intravaginal sling and cystoscopy findings: vulva and vagina are normal. Minimal cystocele. The cervix appeared healthy, uterus bulky and adnexa full. Normal urethral epithelium with poor coaptation. Normal urothelium with minimal trabeculation. No petechiae, calculi or polyps observed. Both ureteric opening appeared normal. No breach of the urothelium. Complications post ivs tunneler (per operative report) implant: interim gynecological medical records from the time period 07/20/2007-10/13/2008 are not available for review 10/13/2008: urinary frequency, urgency, incontinence for 2-3 weeks, bladder scan post void - 172 cc, problem with mixed incontinence, dysuria with severe incontinence (worse than previous), mild suprapubic tenderness, and urine showed positive for wbc and bacteria. Provisional diagnosis: uti. Prescribed sulfotrim ds interim gynecological medical records from the time period 10/13/2008 ¿ 01/14/2009 are not available for review 01/14/2009 - 06/14/2010: frequent bladder trouble, dry vagina, urinary leakage is constant, has difficulties with deep dyspareunia, tried uresta plug but does not prevent incontinence, assessment: incontinence urine, dyspareunia. Plan: prescribed cortate cream, ditropan, indomethacin, nasacort, uresta continence care starter kit, (B)(6) 2011 - (B)(6) 2011: pain with intercourse particularly in the mid vagina, marked incontinence with combined urge and stress incontinence, exam shows slight relaxation along the anterior wall, vaginal length is adequate at 10 cm. Urodynamics on (B)(6) 2011 showed voided 262 cc with a residual of 18, filling to 544 cc, no evidence of detrusor overactivity minimal pressure arise, leak point was negative, did have some stress loss at fullness, assessment: mild form of stress incontinence, fair amount of problem with dyspareunia, plan: we are going to plan a vaginal dilator, ask her to do these kegel exercises, prescribed amitriptyline hydrochloride, indomethacin, nasonex, vesicare, will do a urology diary interim gynecological medical records from the time period (B)(6) 2011-(B)(6) 2013 are not available for review 01/10/2013 - 02/18/2014: urge incontinence, dyspareunia, vaginal bleeding, overactive bladder, urgency, incontinence, occasional stool incontinence, uterine walls gummed together. Assessment: urinary incontinence, vaginal bleeding, post menopausal, plan: would consider her a candidate for interstim, asked for an ultrasound, refer to gynecology interim gynecological medical records from the time period 02/18/2014 ¿ 02/10/2015 are not available for review 02/10/2015 - 04/14/2015: urinary incontinence, bleeding, mixed urinary incontinence with painful penetration, marked weakness/ endurance as well as poor monitoring both pelvic floor and hips, like to discuss regarding option of an interstim surgery for her urge incontinence, if she would be a right candidate for such, her treatment regime will include education, pelvic floor rehabilitation, hip/core stretch, behaviour modification. (Further medical records are not available for review).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was urinary incontinence. The procedure performed was a suburethral intravaginal sling and cystoscopy. It was reported that after implant, the patient experienced irritative bladder, recurrence of urgency and urge incontinence, leakage, dysuria, mild supra pubic tenderness, urine positive for wbc and bacteria, difficulties with deep dyspareunia, depression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.